Event description:
Consumer claims the tires keep coming off the rims. The chair almost came off the ramp when the tires came off, but dad was able to catch the chair before it flipped over. Consumer's father hurt his shoulder when he caught the chair. No mention of any medical intervention.